Event description:
The pt was implanted with a saline prosthesis on 12/20/91. Subsequently, on 1/1/93, it was noted that the pt's right breast had developed an infection and capsular contracture and the device was removed on 3/20/97.